Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004471, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004471 was manufactured according to the work instruction (wi) version 78 and manufactured in the machine multivac 12 on 21/nov/2023, with a total of (B)(4) units. Assembly lot: the lot 3l03248 was assembled according to wi version 26 on-line inspection for assembly of quick set on 20/nov/2023, with a total of (B)(4) units. The lot 3l03249 was assembled according to wi version 26 on-line inspection for assembly of quick set on 20/nov/2023, with a total of (B)(4) units. The lot 3l03250 was assembled according to wi version 26 on-line inspection for assembly of quick set on 21/nov/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3k01272 was manufactured according to the wi version 39 and manufactured in the machine mp04, mp05, mp08 on 15/oct/2023, with a total of (B)(4) units. The lot 3l02332 was manufactured according to the wi version 41 and manufactured in the machine mp04, mp05, mp08 on 17/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: peru.

Event description:
Reference number (B)(4). Event occurred in peru. It was reported that the patient experienced an event of infusion set tubing detachment on (B)(6) 2025. The infusion set was in use for one hour. No further information available.